Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2024 - 00112, 0001825034 - 2024 - 00113. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to cup loosening. The acetabular cup, polyethylene liner and two screws were removed and replaced with a new acetabular cup and two augments. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the shell and liner are covered in bio-debris, no damage can be seen. One of the screws is fractured at the start of the threads. It is unknown if the screw was fractured in-vivo or during explanation. Complaint confirmed based on the evaluation of the provided images of the explanted products. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.